Event description:
It was reported that the laparoscope, gynecologic was not visible. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the r-unit (charged coupled device) was broken, the fiber bonding in the outer tube area (distal end) is damaged and image was green. A root cause could not be identified. Based on the results of the investigation, the r-unit (charged coupled device) was broken therefore the image was green, the fiber bonding in the outer tube area (distal end) was damaged due to cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.